Event description:
Event description guidant received information that 37 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. Premature battery depletion is suspected. The device has been returned for analysis. A new guidant device was successfully implanted.